Event description:
It was reported by the patient's legal representative that the patient underwent a total hip arthroplasty (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2014 due to an unknown reason. This report is based on allegations set forth in patient's notice and the allegations there in are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
It was reported by the patient's legal representative that the patient underwent a revision procedure approximately five years post-implantation due to an unknown reason. This report is based on allegations set forth in patient's notice and the allegations there in are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Initial reporter contact name - unknown.